Event description:
It was reported that during a pacemaker implant procedure with an av junction ablation, the patient started decompensating. It was determined that it was due to right ventricular (rv) pacing, which lead to a large amount of mitral regurgitation as the valve was wide open. The procedure was successfully completed. Afterwards, the patient experienced cardiac arrest and cardiopulmonary resuscitation (CPR) was delivered until return of spontaneous circulation. It was determined that the rv lead exhibited high pacing thresholds and loss of capture (loc), as the lead had dislodged. Following this the patient received a temporary pacing wire. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced, and the patient's system was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). Following the procedure the patient's pressures had improved. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing thresholds, loss of capture, and dislodgement.